Event description:
It has been reported that one ultrafine iii nano pen needle 32g 4mm 5s has been found experiencing inability to deliver medication and difficulty to operate. The following has been provided by the initial reporter: your supply product 32 gauge needles for diabetic syringe quality found inconsistency. Few needles in same packet not flowing liquid into body it requires more pressure due to this some times it is bending next step is have to replace. From the same pack few needles running smooth not feel after inserting in body and smooth discharge of liquid. Batch no and shop all available

Manufacturer narrative:
H.6. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The complaint could not be confirmed hence the root cause is undetermined. H3 other text : see h.10

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one ultrafine iii nano pen needle 32g 4 mm 5s has been found experiencing inability to deliver medication and difficulty to operate. The following has been provided by the initial reporter: your supply product 32 gauge needles for diabetic syringe quality found inconsistency. Few needles in same packet not flowing liquid into body it requires more pressure due to this some times it is bending next step is have to replace. From the same pack few needles running smooth not feel after inserting in body and smooth discharge of liquid. Batch no and shop all available.